Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("severe haemorrhages") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria medically important and intervention required), visual impairment ("visual disorders"), auditory disorder ("auditory disorders"), facial pain ("facial pain"), palpitations ("heart palpitation") and monoplegia ("paralysis in one arm"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for genital haemorrhage, visual impairment, auditory disorder, facial pain and palpitations were unknown. The reporter considered auditory disorder, facial pain, genital haemorrhage, monoplegia, palpitations and visual impairment to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("severe haemorrhages") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria medically important and intervention required), visual impairment ("visual disorders"), auditory disorder ("auditory disorders"), facial pain ("facial pain"), palpitations ("heart palpitation") and monoplegia ("paralysis in one arm"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for genital haemorrhage, visual impairment, auditory disorder, facial pain and palpitations were unknown. The reporter considered auditory disorder, facial pain, genital haemorrhage, monoplegia, palpitations and visual impairment to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) has been transferred the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("severe haemorrhages") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria medically important and intervention required), visual impairment ("visual disorders"), auditory disorder ("auditory disorders"), facial pain ("facial pain"), palpitations ("heart palpitation") and monoplegia ("paralysis in one arm"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for genital haemorrhage, visual impairment, auditory disorder, facial pain and palpitations were unknown. The reporter considered auditory disorder, facial pain, genital haemorrhage, monoplegia, palpitations and visual impairment to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.